Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that during a scheduled pump replacement for normal battery depletion, the distal segment of the catheter was found to be completely dislodged and was located entirely in the pump pocket. A new catheter was placed at the time of the pump replacement. There were no patient symptoms/injuries related to this event. The pump system was delivering prialt.